Manufacturer narrative:
H3, h6) the retainer ring on the tip of the adjustment screw has been stretched and has become loose. As a result, there is some play in the movement of the clamp face. E1. Initial reporter information cannot be provided due to the restriction by the privacy regulation. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the spine clamp did not properly clamp as it was loose. The passive planar probe had a deformation, and it said that verification was not possible. There was no patient involvement.